Event description:
Spontaneous call from pt's daughter: ms3 pump looping through load sequence. Could not troubleshoot. New pump curried. No interruption to therapy. Pt switched to back up pump. No other info provided. Pt's daughter could not provide serial number. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.